Event description:
It was reported that while preparing for an esophagogastroduodenoscopy (egd) procedure, the balloon catheter was kinked. A cre wg 8-10mm/240cm/5.5 f/g balloon catheter had been selected to treat an unspecified esophageal stricture. During preparation, it was noticed that the catheter appeared kinked while still in the package. The packaging itself appeared "fine". The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.